Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the system with a g7 cgm and an inset 6 mm 23" infusion set, with a confirmatory fingerstick of 287 mg/dl and no device alarms or noted leaks; the user delayed changing the infusion set, then replaced it, after which glucose decreased to 169 mg/dl, with a bent cannula considered but not confirmed and education provided on infusion site rotation. Symptoms included elevated blood glucose. Outcomes included improvement in glucose after infusion set replacement and user education. Investigation included troubleshooting with the user and review of device performance based on reported use and alarms. Investigation of this case revealed no device malfunction or alarm activity and a probable infusion site or cannula issue that could not be confirmed due to disposal of supplies. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.